Event description:
It was reported that the balloon catheter became entrapped on the guidewire. This ranger global dcb otw 6.0 x 60mm, 135cm was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, access was lost when the balloon became stuck on the guidewire. Troubleshooting was performed of trying to advance and remove the catheter; however, it remained stuck on the guidewire. The catheter and guidewire were removed intact. The procedure was successfully completed and there were no patient complications.